Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was experiencing a delivery anomaly. The customer believed that the insulin pump was over delivering insulin. The customer's blood glucose was 66 mg/dl. The customer stated that the amount of insulin in the reservoir was lower than it should be. The customer expressed light headedness and being shaky as symptoms of her low blood glucose. While troubleshooting, the customer stated that the insulin pump did not pass the displacement test. The customer was advised that the device needed to be replaced. The customer was advised to revert to a back-up plan of manual injections per healthcare provider's instructions. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been updated which was not included with the initial medwatch report. The most recent information has been provided with this report. The insulin pump passed the accuracy delivery test.